Manufacturer narrative:
Investigation summary: it was reported the cannula was coring. As a sample was not returned, a thorough sample investigation could not be completed. It could be possible the customer is not using the product as intended. If the product is not meeting the customer¿s needs, it may be beneficial to contact the local bd sales, or marketing representative, for additional product options. A device history record review was completed for provided material number and lot number. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Based on the investigation and with no sample analysis the symptom reported by the customer could not be confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported bd interlink¿ blunt plastic cannula had foreign matter. The following information was provided by the initial reporter: "blunt tip took a chunk of rubber out of the top of the vial, and it was sucked into the syringe with the medication."